Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. The date of event is an approximation. On (B)(6) 2025, it was reported that the patient's husband was talking to the patient when all of a sudden, the patient experienced seizure like activity with unresponsiveness the day after the sensor was put on the arm. The husband called 911 and when emt arrived at the house they checked the cgm and it was showing she was at 76 mg/dl but when emt checked her by bg it was at 26 mg/dl, so emt gave her glucose bag. When she was a bit conscious, she was taken to the hospital. When they arrived at the hospital, the husband did not know if cgm and bg readings were compared, all he knew was the sensor wasn't attached to her arm anymore, it was removed by the doctor. The doctor provided her more glucose at the hospital. She was more responsive at the hospital. She was observed at the hospital for 12 hours only. She was discharged the same day and was feeling fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness.